Event description:
It was reported that the patient presented to emergency room with syncope and asystole. The pulse generator exhibited no output. Upon opening the pocket on (B)(6) 2015, a setscrew anomaly was noted. The device was explanted and replaced successfully. The patients condition post procedure was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).